Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion. Please see updates: g3, g6 and h2. The customer was unable to provide the required intake information. The information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Manufacturer narrative:
Per the customer she was a doctor and the box was at the office so she did not have the lot number or any information about the product. Technical services went over the saftey data sheet for the reagent with the customer and advised the customer that the reagent contains sodium azide and that for contact with the eyes it is recomended to flush they eyes with water. A product deficiency was not reported or found. The customer was provided with the reagent safety data sheet (sds).

Event description:
The customer reported accidentally putting binaxnow covid-19 reagent in her eye. The customer reported that they had the bottle of reagent in their purse and thought it was their eye drops. The customer put 3 drops directly into their eyes. The customer had not flushed her eye out with water at the time of the report. Although requested, additional information has not been provided.